Manufacturer narrative:
The customer reported that the device was malfunctioning and turning on by itself. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the device started without pressing the power button. The pse was able duplicate the reported issue and replaced the user interface (ui) printed circuit board assembly (pcba). The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit turned on by itself. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6), japan.